Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. Corrected fields: e1, h6. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive cause for the reported event was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the xenon light source main lamp failed and the spare lamp kicked in. The issue occurred during sedation of a therapeutic sigmoid colectomy procedure while the device was inside the patient. There were no reports of patient harm.